Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had cracked display window corner, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir window.

Event description:
Customer's spouse reported via phone call, the numbers were scrolling and ramping on their own. Customer's spouse stated the issues had occurred several months ago but the device started to work fine again. Customer's blood glucose was 88 mg/dl. Customer's spouse didn't recall any significant event which may have caused the keypad. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.